Event description:
Event date: (B)(6) 2024. Implant date: (B)(6) 2024. The patient underwent vascular graft replacement to treat an abdominal aortic aneurysm. After anastomosis of the proximal portion, blood leakage occurred from the y-graft bifurcation. The damaged site was then repaired on site, and the surgery was continued. Subsequently, the surgery was successfully completed. Operation type: vascular graft replacement for abdominal aortic aneurysm blood loss: unknown this report is being submitted as an initial- final to provide event closure information for tag0075.

Manufacturer narrative:
Clinical code: 1888: hemorrhage/blood loss/bleeding- blood leakage from the y-graft bifurcation. Impact code: 2199: no health consequences or impact- no health damage to the patient. Device problem code: 2017: improper or incorrect procedure or method- additional information received on 07 nov 24- the device was not soaked in saline solution before use as per the IFU 301-199 polyester multi-product row gelita set b "instructions for use". Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: a 4-year review of similar complaints gelsoft plus sales jan 21 - sep 24 vs bifurcation blood oozing type jan 21 - nov 24 gave an occurrence rate of (B)(4). No trend requiring action has been identified. 4111 - communication interview: additional information received on 07 nov 24 confirming the device not soaked in saline solution for 5 minutes before use. 3331 - analysis of production records: a full batch review was performed for batch ID: 25296812, and no issues were identified during manufacturing process from raw materials to finished products. 4117 - device not returned: device remains implanted investigation findings: 4248- usage problem identified: from the investigation performed and with all findings it was confirmed the IFU- instructions for use was not followed. Investigation conclusion: 18- failure to follow instructions: the site confirmed IFU usage- instruction for use procedure was not followed.